Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that the patient got advised by their surgeon to remove the ins. They had a MRI and CT scan and it was found that there was something on the leads that causing or providing them more pain. The patient wanted to know who was their healthcare provider (hcp), because their last hcp was gone. Agent sent a physician listing to the patient.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was radic pain. There was new pain reported. Hcp stated patient has stenosis at location of 5-6-5 paddle lead resulting in radic pain. They plan to explant. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.